Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not communicate. The last patient to use this battery pack did not report any issues.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. As received, the battery would not communicate. The cause of the inability to communicate is contamination inside the battery pack. The cause of the contamination is liquid ingress. The root source of the liquid ingress cannot be positively identified. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any issues.